Event description:
Foley placed during surgical case without incident or difficulty. The following day during first attempt at removal, rn was unable to withdraw normal saline from balloon. The rn stopped when balloon would not deflate. Second rn tried and removed it while patient was sitting on toilet to have gravity assist. Only 4 ml of normal saline were removed and a lot of air before it fell out with balloon still slightly inflated.